Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2017 with blood glucose of 505 mg/dl. Customer had symptom of high blood glucose; customer was very thirsty and nauseated. Customer's emergency room visit was due to hyperglycemia. Customer was not admitted into the hospital. Customer was treated with IV fluids and nausea and pain medication. Customer was wearing insulin pump at the time of emergency room visit. It was reported that customer received a motor error alarm prior to hospitalization. Customer also experienced bent cannula with a couple of infusion set. Caller was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. No motor position encoder error alarm noted in the alarm history screen. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside of the unit and passed. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test and displacement accuracy test due to motor error alarms. However, the insulin pump passed displacement test, self-test, off no power test, rewind test, basic occlusion test and prime test. The operating currents were within specification. The insulin pump had a minor scratched display window and cracked battery tube threads.